Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured saline implant, capsular contracture baker grade not specified the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture" saline implant via mammogram and "exchange from textured to smooth". Healthcare professional later reported capsular contracture baker grade not specified, and "soft tissue on the right was a little more firm". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe. Capsular contracture: unable to observe. Visibility/palpability: unable to observe. Deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" saline implant via mammogram and "exchange from textured to smooth". Healthcare professional later reported capsular contracture baker grade not specified, and "soft tissue on the right was a little more firm". This record is for the right side. The device has been explanted and replaced.